Event description:
It was reported following a heart catheterization a 6f angio-seal vip was used. The date of the event is unk. Sometime after implant date, and explant date, they reported to the urologist's office with redness and tenderness at the groin site. The urologist referred the pt to the cardiologist. The pt developed a femoral infection 6 days after the procedure. The pt underwent a surgical femoral arteriotomy 3 days later. The angio-seal was removed. The pt's condition was reported as good. It is unk if the pt received any antibiotic medication for treatment.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.